Event description:
It was reported that the patient presented for right atrial (ra) lead revision due to oversensing of noise. The noise oversensing caused pacing inhibition and inappropriate mode switch. Furthermore, the insulation of the ra lead was damage. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.